Event description:
A 6f angio-seal vip was selected for use following a left heart catheterization. During device deployment, the patient made a sudden "jerking" movement. When deployment was finished, there was blood oozing from the puncture site in the right common femoral artery (rcfa), and manual compression was held for 7 minutes to achieve hemostasis. Subsequently, the distal pulses on the right lower extremity were found to be weak. However, the left lower leg was warm with normal color and intact function. An ultrasound and duplex study revealed monophasic blood flow and diminished velocity in the rfca. A computed tomography (CT) scan revealed a filling defect in the rfca, but intact flow distally. The patient underwent surgery for the removal of the angio-seal device. During surgery, the angio-seal device was found through and through the back wall of the vessel, and had created a dissection in the rcfa. Upon removal of the device, the portion of the rfca, to which it was attached, was resected as well, and an interposition graft was sewn in, end-to-end with the proximal and distal common femoral artery. The anastomoses were hemostatic. The patient had good pulses upon completion, and was transferred to the ICU in guarded but stable condition.

Manufacturer narrative:
Additional information has been requested. A follow-up report will be submitted upon completion of the investigation.